Event description:
A patient received two inappropriate shocks. Af with rvr and double counting contributed to the false detection. The response buttons were pressed during the event. The patient went to the hospital for further evaluation. The patient is ending use of the lifevest. No injury was reported.

Manufacturer narrative:
The garment has not been returned to zmc or the distributor within 30 days. There is no allegation that a device malfunction caused or contributed to a death or serious injury. Zmc is unable to confirm that the alleged deficiency resulted from a device malfunction. Correction: patient received replacement garment from the distributor. Root cause: based on the information available in the distributor incident file, the following factors could not be ruled out as potential contributing sources (per cause-and-effect diagram 90e0012_a15_revfi) to the alleged deficiency. The factors are: wear and tear supplier manufacturing defect corrective action: there is no CAPA initiated at this time, as the alleged malfunction could not confirmed. Additionally, the severity does not warrant the issuance of an immediate CAPA as there was no death or serious injury resulting from the alleged malfunction. The need for a CAPA, based on the occurrence of this reported problem, is assessed during the monthly data trend analysis per corrective and preventative action sop 90c0010. Closing the complaint pending equipment recovery, as the device has not been returned within 30 days. The investigation will continue further upon equipment receipt.